Manufacturer narrative:
Reported event: an event regarding an abnormal ion level involving a accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to elevated ion levels and dislocation of the head from the liner. Intra-operatively, minimal blackening of the head/ trunnion junction and minimal wear were noted. A 36 -5 lfit head and 36mm x3 0° insert were revised to a constrained liner and 22mm metal head.